Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant, the left ventricular lead exhibited a loss of capture due to dislodgement. No medical intervention was performed. The patient's condition post event was good.